Manufacturer narrative:
Additional information: a1, d10, g4, h3, h6 h3. Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination noted that each reload was fully fired. Each reload was loaded into a pmv representative instrument for functional testing. Each reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented each reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic segmentectomy of the thorax when transecting the lung, the device did not fire. The surgeon was able to press the green button, but was unable to squeeze the handle for the reported devices. Another stapler with two new reloads were used to resolve the issue. There was no patient harm.